Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose was 555 mg/dl at the time of the incident. The customer¿s other blood glucose was 600 mg/dl. The customer was in the office when they experienced the high blood glucose. The customer had difficulty breathing. The customer was currently in the emergency room. It was reported that the customer was advised that they could replace the insulin pump for them but they decided to just turn off the insulin pump. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The device will not be returned for analysis.